Event description:
End user reports a bright red rash with itching and peeling skin under tape border that matches the outline of the tape border. End user reports that she does not have the date of onset but it was a few months ago. End user saw dermatologist who recommended using a different type of tape such as paper tape in which she also reacted to the paper tape in the same manner. End user was then recommended to use hypafix tape in which she did not have a reaction to this tape. End user was also prescribed triamcinolone 0.1% cream to apply to the affected area which, she used sparingly due to its interference with the wafer.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. Note: this is case 2 of 2, an additional 3500a medwatch form has been created. (B)(6).